Event description:
It was reported that the doctor pulled the catheter and met resistance. He continued to pull on the catheter and stretched until it snapped. A portion of the tip remains in the patient.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device was no received for evaluation at the time of the report. Based on this information received, the technique used by the doctor in the removal of the catheter most likely contributed to the reported incident. A review of the lot history indicated that it was the only complaint for catheter breakage for this lot. The device history record was also reviewed, and all manufacturing operations were found to be within specification. In the patient guideline insert, I-flow has provided catheter removal instructions to ensure safe removal. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system". It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available. I-flow will submit a follow-up report..